Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the guide wire separated during progression to the lesion and did not reach the lesion. Reportedly, the guide wire was continued to be advanced against resistance prior to the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported failure to advance was not able to be confirmed in a lab environment as the difficulty was due to anatomical conditions. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the whisper instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty and percutaneous transluminal angioplasty. Additionally, it was reported that the guide wire was advanced against resistance prior to the separation, it should be noted that the IFU, warning section, warns: do not push, auger, withdraw or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to dilate the stenosed ulnar (cubital) artery, a whisper ls guide wire was advanced and resistance was felt with the patient anatomy and the guide wire separated into two pieces. A lasso was used to remove the separated portions of the guide wire from the patient anatomy. All parts of the guide wire were removed from the artery. A new same sized whisper ls guide wire was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.